Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the tip of the two (2) screws (04.503.104.04s) out of four (4) screws had already been rounded and could not be used for a cranium during an unknown surgery . The surgery was completed without a surgical delay and there was no harm to the patient. No further information is available. This report is for one matneu scr ø1.5 self-drill l4 tan 4u I/c. This is report 1 of 1 for (B)(4).